Manufacturer narrative:
The event of conjunctival perforation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a patient with an implanted xen 45 gel stent in an unknown eye experienced a "conjunctival perforation¿. Status of the device is unknown.